Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The seat post weld broke.

Manufacturer narrative:
The seat post weld broke, evaluation completed - seat post receiver tube broken from frame at weld.

Event description:
The seat post weld broke.